Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to inappropriate shock, noise with oversensing and high impedance measurements greater than 3000 ohms. There was also no rv pacing capture. No lead fracture was noted on x-ray or fluoroscopy. There was no therapy exhaustion and no pacing inhibition. The pulse generator device was also explanted. There were no additional adverse patient effects.